Manufacturer narrative:
H6: investigation summary. A device history record review was performed for provided lot number 200808 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were functionally tested and no defects or difficulties were noted. Microscopic examination was then performed and confirmed that no particles resulting from vial stopper fragmentation were produced from the functional tests. Due to the preventive measures in place during the cannula manufacturing process, coring is unlikely to be caused by poor or insufficient de-burring of the cannula. As part of the cannula inspection process, visual examinations, measurements, and penetration tests are completed to ensure all product performs per specification. Moreover, the stopper and the technique used to penetrate the vial cannot be excluded from having a potential implication in this reported incident. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at ninety-degree angle to minimize the risk of coring.

Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter contamination. The following information was provided by the initial reporter: the 18gx1 1/2, batch 200808 pumping needles, too wide needles that make "carrots" in the rubber of the vials, the latter ending up in the syringes intended for patients. Danger of death if injected. Actions taken: discarded syringe, product removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter contamination. The following information was provided by the initial reporter: the 18gx1 1/2, batch 200808 pumping needles, too wide needles that make "carrots" in the rubber of the vials, the latter ending up in the syringes intended for patients. Danger of death if injected. Actions taken: discarded syringe, product removed.